Event description:
It was reported that, after cori assisted tka surgery, when disassembling the robotic drill, the ri robotic drill attachment was slightly stuck, but did come off. After this, a rattle sound could be heard from the device which was coming from loose inner parts. Procedure had been completed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us) rob10015, sn (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and passed. The drill attachment was tighter than usual when removing. The reported problem was confirmed. The drill lock nut torque specification was checked and it was slightly loose out of specification. The most likely cause of this event is the bearing shaft lock nut backed out due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6: the ri robotic drill attachment (us) rob10015, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and passed. The drill attachment was tighter than usual when removing. The reported problem was confirmed. The drill lock nut torque specification was checked and it was slightly loose out of specification. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the risk for the relevant failure mode is low, and that no further actions are needed for current inventory or product in the field. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury and, therefore, is considered not reportable pursuant to applicable regulations.